Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 years and 9 months after the dental implant was installed in intraoral region #29, its loss of osseointegration was observed. Moreover, the patient presented bone type iii.